Event description:
It was reported that the patient's implantable neurostimulator entered a power on reset (por) condition. During the por, the patient experienced a return of pain. Prior to the por, the patient had experienced a prolonged pain reduction. Guidance to clear the por using an 8840 programmer was provided over the phone to the company representative. The por codes were not available. Normal reprogramming was possible following the clearing of the por. The patient was reported as "doing fine".

Manufacturer narrative:
(B) (4)